Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the balloon fully deflated. During functional testing a cook dilation syringe (ds-60cc-s) from our shelf stock was filled with water and attached to the inflation port. During inflation, a leak was noted coming from a pinhole near the distal end of the balloon material. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The additional information indicates that the balloon was inflated to 100 psi. The instructions for use and the product label both state that the recommended maximum inflation pressure for the product said to be involved is 50 psi/4 atm. This is the most likely cause for the report. Prior to distribution, all quantum ttc esophageal balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician used a cook quantum ttc esophageal balloon dilator. It was reported [that] user opened the [balloon] package and advanced the device into endoscope over the stenosis area to inflate while found out the leaking issue. User retracted the device from patient and changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.